Manufacturer narrative:
The reported event of high impedance and pacing anomaly were not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an implant procedure, a loss of low-voltage (lv) pacing and a high pacing impedance were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.